Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing end cap sticker and corroded battery tube.

Event description:
The customer called to report damage to the reservoir tube lip and battery lip. Customer also reported a battery out limit alarm, a loose battery spring, and possible corrosion in the battery compartment. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.